Event description:
The reason for call was that the caller reports that the patient had an abbott leadless pacemaker placed this morning and they are not syncing between the ens and the av node. The healthcare provider is trying to find out if the issue is from the dbs. Reviewed that the hcp can contact tech services or abbott. A hcp called. The reason for hcp call was caller stated that the patient was implanted with a dual chamber leadless pacemaker today and it appears that the dbs is interfering with the ability of the pacemaker to properly synchronize. Caller asked if there were any opportunities to reprogram the stimulator to potentially resolve the issue. Agent reviewed programming considerations with the caller as it relates to cardiac devices. The issue was not resolved through troubleshooting. The caller noted already having a page out to the local rep. Hcp called again. Hcp reports the pt had a pacemaker put in yesterday and they got the pacemaker programmed appropriately while dbs was shut off. When dbs was turned back on this caused issues with the signal and synchrony of the pacemaker. Redirected caller to nas to page rep. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).